Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer reset the pump resolving the issue. Technical support instructed customer to contact company again if problem recurred, with no further corrective action documented.